Event description:
Reporter stated that a fragment of the softclix pro lancet was removed from pt's finger, by a physician. Reporter noted that the pt visited the physician twice for this problem. No additional details of treatment received were provided. The suspect product was not returned to the MFR for eval.

Manufacturer narrative:
The event occurred in another country.